Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump is broken and there is a black circle at the top of the pump that alarmed without anything on the screen. The customer¿s blood glucose level was 300 mg/dl at the time of the incident which was treated with a shot. Customer also reports unresponsive buttons. Time does advance and insulin pump is expected to return.

Manufacturer narrative:
Pump passed displacement test, unexpected restart error test, basic occlusion, occlusion test, prime and excessive no delivery test. All buttons functioning properly no damage on the keypad assembly. Inspected connector on lcd and no unlock keypad connector. Unit received with minor scratched display window, cracked battery tube threads and missing end cap sticker.